Event description:
It is reported that the catheter was placed on pt right arm on (B)(6), 2011, the length of insertion was 53 cm long. There came out a swelling 3 cm above insertion site on (B)(6), the nurse treated the pt as per phlebitis. In the process of blood on (B)(6), blood was observed emanating from insertion site, then the catheter was removed according to the strong demand of the pt. A split could be seen at the 46 cm depth marking.

Manufacturer narrative:
The returned complaint sample contains damage characteristics that include a partial tear in the tubing. The partial tear in the tubing is located between the 51 and 52 cm depth markers. During functional testing a leak was observed emanating from the tear site. The characteristics of the damage found on the tubing that was returned for eval are consistent with a partial tear in the tubing. The complaint of a subcutaneous leak (partial catheter tear) is confirmed. Gross visual and microscopic examinations functional and tactual testing show no evidence of a defect or deformity related to the mfg process. A definitive conclusion regarding the cause of the damage to the catheter is undetermined. A lot history review (lhr) for lot# reu0045 revealed no other similar complaints associated with this lot.